Event description:
It was reported that the patient presented to the emergency department with cardiac arrest unrelated to the system product, and the patient was intubated. When the device was checked, a low pacing impedance, sensing noise, and no capture were noted on the right ventricular (rv) lead. Programming changes were made. When the patient was checked again 2 days later, the patient¿s rhythm had changed and additional programming changes were made. No patient consequences.